Event description:
A medtronic representative reported that, while in a cranial procedure, a posterior occipital tumor recession, the surgeon alleged an inaccuracy of approximately 1cm. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative, following-up at the site (B)(4) 2013, performed an evaluation navigation system checkout and found the registration check was accurate.